Manufacturer narrative:
Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was returned for evaluation and the slide block which is a force transmitting component was no longer connected to the proximal sheath. It is considered the disconnection of the slide block led to the reported impossibility to completely deploy the covered stent which leads to confirmed results. The tracking vessel was not tortuous/calcified, that the lesion was pre-dilated, and that the system was correctly held at the stability sheath during deployment attempt. Based on evaluation of the sample the inability of an adhesive joint (slide block/tether/diving sheath) to withstand tension force during deployment is confirmed. A definite root cause could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the instruction for use supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure to deploy and high deployment forces. Regarding correct deployment the instruction for use states: "(...) Maintain a stationary hold on the white stability sheath during covered stent deployment (¿). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension." Regarding preparation the instruction for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." Expiry date: 06/2023.

Event description:
It was reported that during a stent placement procedure in right upper extremity venous via left brachial arterial venous fistula, the stent allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.